Manufacturer narrative:
An event of ipg replacement due to discomfort was reported to abbott. The ipg was explanted and replaced for a smaller ipg profile. Ipg successfully replaced. Patient has functioning therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention took place where the ipg was successfully explanted and replaced.